Manufacturer narrative:
(B)(4).

Event description:
The patient ((B)(6)) has 2 leads (from the same lot) as part of his axium neurostimulator system. It was reported the patient experienced pain in his neck. It was reported one of the two leads appeared to have migrated, but it is uncertain if the migration was related to the pain. Although the pain was not believed to be related to the drg system, surgical intervention was undertaken and the leads were explanted and replaced.